Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 9/17/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested; the following was obtained: - please provide additional details about the alleged deficiency. - was the sterility of the device compromised? Yes, therefore the product was not used. - please describe the sterile packaging: the needle was attached at the edge of the sealing. Please see the attached photo - were there any issues with the seal of the sterile packaging? Yes, the needle was attached at the edge of the sealing of the foil. - please provide the product return status. The product will be shipped promptly - please provide the title of external person providing answers to follow-up (e.g. Nurse, surgeon, risk manager): please see the submitted complaint: (B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It is clearly a manufacturing defect. Upon opening the foil, it becomes evident that one of the two needles has been inadvertently sealed inside the packaging. Did the event occur during sterile processing? Yes, did the event occur during field inspection? Yes, did the event occur during internal service activities such as calibration? No, patient status/ outcome / consequences: no patient involvement, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study: unknown, (B)(4). Device property of: none, device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/15/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: c22 - photo analysis. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H3 investigational summary: the product was returned to ethicon for evaluation. One open overwrap packet with a strand double armed was received for analysis. Product code ep8709h. Upon visual inspection of the returned sample, it was observed that one of the needles was completely trespassing the seal area of the overwrap packet. A blue dye leak test was conducted, and it was observed that the liquid penetrated through the seal in the affected area. Also, one photo was provided and observed the same condition of the returned sample. Based on the information currently available, suture in the open seal was identified during the investigation of the sample received. This product issue will be addressed through the ethicon quality system. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.